Event description:
Hemodillysis treatment in 9/02, complianed of nausea and cramping. During treatment complained of shortness of breath placed on o2. Complained of being lightheaded but was discharged from unit by wheelchair. Went home and complained about abdominal pain. Stopped breathing and 911 was called. Pt was flatline when emts arrived. CPR started and transported to ER. Resuscitation efforts failed. No autopsy performed.